Event description:
It was reported that an asymptomatic patient presented to the hospital. Upon analysis, it was noted that the pacemaker exhibited premature battery depletion. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was returned for analysis. The results of all electrical test performed, including battery assessment indicate normal device characteristics. Longevity assessment was performed, and the device was found to have appropriate remaining longevity. Based on this information, there was no evidence of premature battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
New information noted that the pacemaker was explanted. Patient condition was unknown.